Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (multiple communication faults) was confirmed. Upon evaluation, the trunk cable connector was cracked and the yellow (pgnd) wire was open inside the trunk cable. The cause of the communication faults is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing multiple communication faults.